Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14jan2020.

Event description:
The customer reported that the unit would not come out of average volume assured pressure support (avaps). The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer stated it might be a touchscreen issue. The fse discussed how to put the unit in diagnostic mode and perform touchscreen calibration. There was no patient involvement. The customer reported that performing touchscreen calibration resolved the reported issue.